Event description:
It was reported by service report that the mx-pro had broken parts. These parts included the crossbar, bent release, the horn stop block was worn out, and the left and right torsion springs were broken. It is unknown if there was patient involvement or if there are adverse consequences to report.